Event description:
It was reported that the right ventricular leadless pacemaker (rvlp) exhibited failure to capture and failure to sense. The lp was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, post-op dislodgement and varying low voltage impedance could not be confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with procedure. Output and capture verification, sensing and impedance tests, and longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received via product receipt notes that the right ventricular leadless pacemaker (rvlp) also exhibited varying pacing impedance, none or high at times, as well as high capture threshold. Additionally, prior to rvlp retrieval, explant and replacement, it was confirmed via unspecified imaging that the rvlp had dislodged and had migrated to the pulmonary artery.